Event description:
A customer reported to olympus that the yellow connector of the endoscope reprocessor was broken. The alleged malfunction was found during preparation of use. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to the user facility. The broken yellow connector was replaced. Equipment was repaired and verified according to specifications. Software attributes were verified and confirmed. The device was not returned to an olympus repair facility. A review of the device history record confirmed no repair history or nonconformity at manufacturing and was shipped in accordance with the specifications. Based on the results of the investigation, since the device was not returned, it is presumed that the connecting tube was unable to be connected as connector loosened and damaged. As a cause of the loosened connector, it is presumed that the user applied stress to the connector toward the loosening direction and the stress was accumulated. However, a definitive root cause cannot be confirmed. This issue is addressed in the instructions for use (IFU): [chapter 3.3 inspection of the connectors] check the following for each connector: the connector should be fixed firmly, and the o-rings should be free of abnormalities such as cracks, tears, or dents. Do not use the equipment if any connector seems to be damaged or defective. Using the equipment when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral devices or facilities near the equipment. Olympus will continue to monitor field performance for this device.